Event description:
On an unknown date, a patient in sweden underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2022, the patient experienced abdominal pain and discomfort. This went on for about six weeks. In (B)(6) 2022, a CT scan was done which showed a looped intestinal tube and possibly a bezoar. Subsequently, on an unknown date in (B)(6) or (B)(6) 2022, the patient¿s peg and j tubes were exchanged, a bezoar was found as well as a pyloric ulcer caused by the weight of the intestinal tube.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation cannot be performed. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference number (B)(4). . If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information added 17 jan 2023. The patient's pyloric ulcer was treated with omeprazole.